Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection of the imaging chain pcb assemblies and connections. The video controller pcb, image processor pcb, display adapter pcb and systems interface pcb were removed and reseated, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.